Manufacturer narrative:
No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. Device UDI not provided as this product is no longer manufactured. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while preparing for a spinal fusion, the navigation system experienced a recognition failure. The surgeon opted to complete the procedure without the use of the navigation system. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.